Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of instrument service history revealed no additional service tickets associated with erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the alinity c-system. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module, serial (B)(6) was identified.

Manufacturer narrative:
Complete information patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium result while processing on the alinity c processing module. The results provided were: sid (B)(6) sodium initial result = 120 mmol/l, repeat result = 137 mmol/l; (customer reference range sodium 136 to 145 mmol/l). No impact to patient management was reported.